Event description:
It was reported that the customer was experiencing low blood glucose levels. The reported blood glucose reading was 52 mg/dl. Troubleshooting was performed. The customer last changed his infusion set two days prior to the report. The insulin pump was programmed and reading the reservoir volume correctly. However, the customer's nurse stated that a six unit bolus that the customer did not program was recorded in the history files. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.